Event description:
It was reported that following an initial deep brain stimulation (dbs) implant procedure, postoperative imaging revealed suboptimal lead placement. Upon further evaluation, the physician determined that the lead had been positioned correctly; however, migration occurred due to the use of bone cement fixation during the implantation. As a result, the patient underwent a revision procedure to explant and replace the lead. During this revision, the original lead was intentionally severed, and a new lead was implanted. The newly placed lead was connected to the existing lead extension, which still contained a segment of the original lead. Electrocautery and plasma blade usage during the revision procedure likely transmitted electrical current through the retained portion of the original lead. This may have caused unintended energy transfer to the implantable pulse generator (ipg), resulting in device malfunction. Consequently, both the ipg and the lead extension were replaced. The patient is recovering well postoperatively, and the therapeutic outcome remains clinically satisfactory. The explanted lead and lead extension were discarded and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl. B3: approximation. Around 07/08/2024 when device was first turned on. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6) batch: 756738 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7127087 UDI: (B)(4).

Event description:
It was reported that following an initial deep brain stimulation (dbs) implant procedure, postoperative imaging revealed suboptimal lead placement. Upon further evaluation, the physician determined that the lead had been positioned correctly; however, migration occurred due to the use of bone cement fixation during the implantation. As a result, the patient underwent a revision procedure to explant and replace the lead. During this revision, the original lead was intentionally severed, and a new lead was implanted. The newly placed lead was connected to the existing lead extension, which still contained a segment of the original lead. Electrocautery and plasma blade usage during the revision procedure likely transmitted electrical current through the retained portion of the original lead. This may have caused unintended energy transfer to the implantable pulse generator (ipg), resulting in device malfunction. Consequently, both the ipg and the lead extension were replaced. The patient is recovering well postoperatively, and the therapeutic outcome remains clinically satisfactory. The explanted lead and lead extension were discarded and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Analysis of the returned implantable pulse generator (ipg) determined that the reported allegation of the ipg being damaged during a lead revision procedure, whereas electrocautery and a plasma blade were used was confirmed. Despite multiple attempts, the ipg continued to experience failures in both charging and communication. The investigation revealed that the application-specific integrated circuit (asic) chip was damaged, which was the cause of the reported issues. Such damage typically occurs when the ipg is exposed to electrocautery. Therefore, based on objective evidence from the field and testing of the returned device, engineers concluded that the ipg was likely damaged unintentionally during the revision procedure where electrocautery was used.